Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was noted that daily measurements at time of implant, averaged in the 110 to 115 ohms range and has increased to the low 130 ohms range. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.